Manufacturer narrative:
(B)(4). Visual, dimensional and functional inspections were performed on the returned device. The reported separation was confirmed; however, the difficulty removing the mandrel/stylet was not. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty removing the mandrel/stylet; however, the separation appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the heavily tortuous and heavily calcified proximal/mid left anterior descending artery. The 1.2 x 15 mm mini trek was to be used for pre-dilatation of the lesion; however, a little resistance was felt during removal of the stylet. Additionally, the hub of a catheter separated from the proximal end of the catheter outside the anatomy. The device could not be used on the patient. Another same size mini trek balloon catheter was used successfully for the case. There was no clinically significant delay in the procedure reported. No additional information was provided.